Event description:
It was reported that the controller exhibited an unexpected loss of power and the ventricular assist device (vad) exhibited a vad disconnect alarm. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2025 / serial or lot#: (B)(6) h3: no h4: mfg date: 31-may-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power and vad disconnect alarm occurred during an elective controller exchange which was performed due to the age of the controller and concern over internal battery before "it failed".

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power event with an associated motor start event logged on 29/nov/2024 at 11:35:41. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event, indicating that the power up event occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 11:35:49, indicating the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 11:35:54, indicating that the driveline was connected to the controller. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange, as described in the event details. The most likely root cause of the reported vad disconnect alarm can be attributed to the controller being powered on without the driveline cable connected during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.